Event description:
It was reported that there was foggy image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Alleged failure: foggy. Confirmed failure: chd-a-dre deformed rear enclosure . Chd-a-dth damaged threads on front enclosure. Probable root cause: cables. Hdmi cables. Connectors. Digital board. Power supply. Filter fuse. Ac inlet board. Main board. Transition board. Intermittence between transition board and ch connector. Software. Camera head. Coupler. Problem toggling light source. Connected monitors. Leaking. Poor grounding. No incorrect communication with light source. Soaking cap disconnection during sterilization. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. Cybersecurity attack. Pendulum ch inertial measurement unit (imu). Incident light from surgical scene is reflected by coupler/ch window. Use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence

Event description:
It was reported that there was foggy image.